Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pck193 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? No further information is available. What tissue was the suture used on? A wound on the umbilicus. How was the suture placed, ie interrupted or continuous? No further information is available. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. Can you describe the appearance of the vicryl suture during the second procedure? No further information is available. Were the knots intact and the suture pulled through the tissue? No further information is available. Other relevant patient history / concomitant medications? No further information is available. If applicable, will product be returned, return date, tracking information? No sample will be returned. What is the physician¿s opinion as to the etiology of or contributing factors to this event? It was commented that it is unknown whether the event was due to a technical problem or a suture problem. What is the patient¿s current status? The patient has already been discharged.

Event description:
It was reported that the patient underwent laparoscopic appendectomy on either (B)(6) 2019 and suture was used. The wound on the umbilicus was closed with suture. One week post-operatively, the patient experienced wound dehiscence and the wound became open. Re-suturing was performed as the wound dehiscence procedure. The physician opined it was unknown whether the event was due to a technical problem or a suture problem. The patient has been discharged. No additional information was provided.